Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had overfill. This was discovered during use. The following information was provided by the initial reporter: unfortunately the tubes are always too full. There the filling quantity is always at the filling line. With the now delivered lot, the tubes always fill up completely, so the result is not correct.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had overfill. This was discovered during use. The following information was provided by the initial reporter: unfortunately the tubes are always too full. There the filling quantity is always at the filling line. With the now delivered lot, the tubes always fill up completely, so the result is not correct.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.